Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 04-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a granuloma that was discovered in (B)(6) of 2019 and the hcp had ordered that the pump be permanently shut off. The caller will call back when they were programming the pump off.